Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm was received. Blood glucose was 400 mg/dl. System check was performed with tandem technical support. No issues were identified with the pump/supplies. After installing a new cartridge, insulin delivery was resumed.